Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. Customer exchanged infusion sets, but the occlusion alarms continued. Reportedly, the customer's blood glucose level was impacted. Customer declined system check with tandem technical support.